Event description:
A hospital in (B)(6) reported fluctuating manometer readings on an rd900aeu neopuff infant resuscitator. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported fluctuating manometer readings on an rd900aeu neopuff infant resuscitator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) service center in (B)(4), where it was visually inspected and performance tested by a trained fph service engineer. The complaint device was then returned to fph in (B)(4) for further performance testing. Results: visual inspection revealed cracks on the top and bottom caps and physical damage to the front fascia. The end plug caps were missing on the top and bottom. The performance tests revealed that the manometer and the valve system were out of specification. A lot check did not reveal any other complaints of this nature for lot number 041104. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The observed damage to the returned neopuff was most likely caused by impact damage. The neopuff technical manual, which is accompanied by the neopuff, warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. Through our continuous product improvement initiatives, the rd900 neopuff infant resuscitator was changed to incorporate a more robust manometer gauge with improved impact resistance in (B)(4) 2008 and in (B)(4) 2010 new valve components were added. The subject neopuff was manufactured in 2004, prior to these changes.